Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger unable to charge a battery pack) has been confirmed. Upon investigation the battery charger/modem will not charge a battery pack. There was liquid contamination on the battery board, bedside board, and interconnect ribbon cable. The cause for the failure was isolated to the contamination. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the battery was unable to charge a battery pack.